Manufacturer narrative:
No testing or servicing was performed on the system because resolution of the issue was confirmed on call. No parts have been re turned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was displaying a ¿localizer not connected¿ message. Both flat and side emitters were giving this message. The connections to the polaris spectra system control unit (scu) were checked and the issue was resolved. There was no patient present as this issue occurred during a demo.